Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not available.

Event description:
This spontaneous report was received from a us health care professional (a physicians assistant) and concerns a patient. The patient was treated with radiesse®. After the treatment with radiesse®, the patient experienced a vascular occlusion. The reporter wanted to discuss the protocol. The outcome of the event was unknown.